Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer advised the customer to reboot the pyxis station and reseat the communication cable for affected drawer 3 and the issue was resolved, customer confirmed functionality. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed on a4eb station (aux drawer 3.1 and 3.2). The user performed a station reboot followed by recover storage space, but issue still persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.